Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had undergone esophagogastroduodenoscopy (egd) with possible biopsy. The physician stated that the patient got into atrial pacing-ventricular pacing at 123 beats per minute. The retrograde conduction testing did not show any retrograde conduction. Boston scientific technical services (ts) indicates that possibly this could be due to minute ventilation (mv) and suggested turning this off. Additional information obtained from the field representative indicates that the mv was turned off in which it had solved the issue. This pacemaker remains in service. No adverse patient effects were reported.